Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that following an intraocular lens (iol) implant procedure, lens anterior surface with deposits that are causing significant visual impairment to the patient. Additional information was received stating significant visual decline (4/10) whereas operative recovery was very good (10/10). Deposits on the anterior surface of the implant, despite good opening of the anterior rhexis.measures were taken by cleaning the anterior surface of the implant with minimal yag laser power. Lab data: best corrected visual acuity pre-op? 6/10weak parinaud 3 - best corrected visual acuity post-op? 10/10 parinaud 1.5. - best preoperative uncorrected visual acuity? 4/10 weak. - postoperative uncorrected visual acuity? 9/10 parinaud 2 ; cycloplegic refraction -0.25 (-0.50 à 60°) 10/10.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Information was provided that the patient had a decline in vision from 10/10 to 4/10. Deposits were observed on the anterior surface of the implant, despite good opening of the anterior rhexis. Cleaning of the anterior surface of the implant with minimal (yagyttrium aluminium garnet) laser power was conducted. Patient will be monitored for regrowth. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).